Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a 50ml syringe w/spinning spiros, red cap that the customer reported a leak of cyclophosphamide during syringe pump administration. They became aware of the issue as spiros can be seen leaking. There was patient involvement and an unspecified adverse event, however, no report of harm.

Manufacturer narrative:
Received two new list #ch2050, 50ml syringe w/spinning spiros¿, red cap; lot #5000347 on september 14, 2021 for evaluation. Two new list #ch2050, 50ml syringe w/spinning spiros¿, red cap (lot #5000347) were received and visually inspected. As received, no visible damage or anomalies were identified. Each sample was leak tested and leakage occurred from the o-ring/poppet interface of the spiros on both samples. The disassembled poppets, o-rings, and posts of the spiros were measured according to design specifications. The o-rings of the two samples failed the outer diameter specification. The reported complaint of leakage can be confirmed on the two samples returned. The probable cause is due to an error during the spiros o-ring molding process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d10 concomitant - 60" (152cm) 0.49 ml, smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp, ICU medical, inc. Ln ch3147